Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-jul-2023. H.6. Investigation summary: it was reported the needle was damaged. To aid in the investigation, one sample with no packaging blister or other identification and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is a flat area 1/8" long that is 5/16" from the needle hub. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 303018, lot 2283310. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd precisionglide¿ needles the needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: a supplier corrective action notification has been initiated for bd part # 303018, assembled needle 25g x 1-1/2¿. The nonconformance is 1 of 5 samples failed for ¿damage¿. This is a major visual defect per our incoming qc specification.

Event description:
It was reported while using bd precisionglide¿ needles the needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: a supplier corrective action notification has been initiated for bd part # 303018, assembled needle 25g x 1-1/2¿. The nonconformance is 1 of 5 samples failed for ¿damage¿. This is a major visual defect per our incoming qc specification.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.